Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during a total knee hardware removal procedure that the distal femoral cutting block without handle is not able to be properly cleaned. When placed in the autoclave and heated the block expands allowing the previously undetected bio-burden to push to the surface of the magnetic insert and recessed block lip. This event resulted in a delay greater than thirty minutes while another device was found to replace the unclean instrument.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No devices were received; therefore the condition of the components is unknown. DHR was reviewed for deviations and / or anomalies with no deviations / anomalies identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: catalog #: 32-487002, dist cut block w/o handle atta, lot # 652050. Catalog #: 32-487002, dist cut block w/o handle atta, lot # zb090511. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04962 and 04972.

Event description:
It was reported that the distal femoral cutting block without handle is not able to be properly cleaned. When placed in the autoclave and heated the block expands allowing the previously undetected bio-burden to push to the surface of the magnetic insert and recessed block lip.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during a total knee hardware removal procedure that the distal femoral cutting block without handle is not able to be properly cleaned. When placed in the autoclave and heated the block expands allowing the previously undetected bio-burden to push to the surface of the magnetic insert and recessed block lip. This event resulted in a delay greater than thirty minutes.